Event description:
Patient's daughter reported pump issue with infusion last night. Pump alarm up occlusion during infusion. Patient's daughter checked tubing for kinks and confirmed all clamps were open. Patient's daughter reported this is the second time doing infusion at home, no issues with first infusion. Patient's daughter believes it was faulty tubing and stated tubing looked different than previous delivery, rph confirmed it was the same tubing. Patient only received half dose. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit - 60gm. Hyqvia kit indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - unknown is device associated with event available for return? - unknown.